Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3093-28, lot# v038980, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The health care provider reported that the patient had a return of symptoms and no stimulation sensation but the clinician programmer displayed and "ok" battery status with a longevity of 120 months. Impedance measurements were taken with high pairs on electrode 3 however; the patient was not programmed on electrode 3. The patient was programmed 6 months prior to report and it was unknown if electrode 3 was used at that time. The patient was indicated for urinary dysfunction/ sacral nerve stim. If additional information is received, a follow up report will be sent.